Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 16mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed already detached as documented in the event description. No damages were noted on the delivery wire and the introducer. Microscopic inspection was performed on the stent component. It was observed to be in good condition, without any structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. Dimensional analysis was performed on the delivery wire. All measurements were found within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported regarding the stent being pre-released was confirmed based on the detached condition of the stent; however, the issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing, since in order to perform a functional test, the stent component must be inside the introducer and attached to the delivery wire. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, with the limited information available, the root cause remains speculative. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7258218. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7258218. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization targeting an aneurysm on the c7 segment of the internal carotid artery (ica), the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 7258218) was impeded in the proximal section of the concomitant microcatheter (unspecified brand) and could not be advanced further. The physician retracted the stent and observed that the stent was half-released in the hub of the microcatheter; the stent body was prematurely separated from the delivery wire. The physician replaced the stent with a new device to complete the procedure using the same original microcatheter. There was no report of any negative patient impact. On 23-aug-2024, additional information was received. The information indicated that the procedure was endovascular embolization targeting an aneurysm on the c7 segment of the internal carotid artery (ica). When the stent was removed, the stent / stent delivery system did not appear damaged. The replacement microcatheter was another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600). The concomitant microcatheter used was a prowler select plus (606s255x / lot# unknown). Per the information, a continuous flush was maintained through the microcatheter. There was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.